Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that six days post-op of a low anterior resection procedure, while the patient was still in the hospital recovering from their procedure when attempting to have a bowel movement the patient felt a ¿pop¿ while ¿pushing¿. Patient was brought back to the or where they found stool in her abdomen and found that the last firing of the staple line was completely open. Unknown as to how the leak was repaired. Patient has recovered from the reop for the leak but still in the hospital due to respiratory issues.

Manufacturer narrative:
(B)(4). Date sent: 12/06/2022 additional information was requested, and the following was received: what were the indications for surgery? Exploratory laparotomy ¿ patient was feeling pain. What structure was removed? Low anterior resection ¿ portion of the sigmoid. What structures were anastomosed? Sigmoid and rectum.

Manufacturer narrative:
(B)(4), date sent: 01/12/2023. Additional information was requested, and the following was received: what were the indications for the original surgery? Exploratory laparotomy ¿ patient was feeling pain. Please specify if this was a trauma case or an emergent operation for a non-trauma issue. What part of the bowel was the tlc75 device fired on? Trauma physician performing surgery on a patient that came into the ER with pain. What portion of the colon was resected? Sigmoid. What was anastomosed? Sigmoid and rectum. What was used to construct the anastomosis? Tlc75.

Manufacturer narrative:
(B)(4). Date sent: 11/08/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Trauma case did the patient receive any preoperative chemotherapy or radiation? No what color reloads were used and what was the sequence of the firings? 3 blue reloads what anatomical structures was the device fired on? Bowel were other stapling or suturing devices used when creating the anastomosis? Yes, suture was used to close the inner channel how was the common opening closed? Suture, the suture was completely intact were there any issues experienced with the device in the initial surgical procedure? The inner channel opened and leaked was the device difficult to assemble/close? No was the device difficult to fire; was the force to fire higher than expected? No how was the integrity of the anastomosis checked intraoperatively? Re-operation was the site of the leak identified? Yes, the inner channel was completely open was it leaking through the staple line? Yes were there any malformed staples or missing staples identified? Yes, in the inner channel were there any signs of tissue ischemia or necrosis? No was a leak test performed? No was the staple line visualized endoscopically during the initial surgical procedure? No what is the current status of the patient? Patient is good after re operation.